Event description:
As reported, the button 1 of a 6f¿7f mynx control vascular closure device (vcd) was unusually stiff and required excessive force to depress during sealant deployment. The user did not proceed with further deployment steps, deflated the balloon, and removed the device. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The button could be fully depressed, but excessive force was required per the user. The tension indicator was aligned with the markers on the handle halves prior to deployment, and a clock symbol displayed after button 1 depression. Device storage temperature did not exceed 25 °c. No kinks were noted in the sheath or device after removal, and no damage was noted to the sealant sleeves after removal. The procedure was interventional and performed using a retrograde approach. The deployer was trained on the mynx device. A 6 fr non-cordis sheath introducer was used. Femoral artery suitability was verified; the vessel was arterial, the vessel diameter was verified to be =5 mm, vessel tortuosity was little, and there was no presence of peripheral vascular disease or calcium at the puncture site. The device was prepared and stored according to the instructions for use, and no damage was observed prior to opening the package. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Code for this event has changed to button 1-actuation difficulty. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.